Manufacturer narrative:
(B)(4).

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015 they experienced permanent out of range antenna loss. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). It was stated that the patient was using an adult receiver. It should be noted that the adult dexcom user's guide states: the dexcom g4 platinum continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons (age 18 and older) with diabetes.